Manufacturer narrative:
DHR review for batch 6239691 (p/n 309605): manufacturing dates: 8/27/2016 ¿ 8/29/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6239691 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one photo was received by bd canaan depicting a 10ml syringe from a reported batch #6239691 (p/n (B)(4). Several small black fm dots could be seen at the bottom of the barrel and on the flange. They appear to be dried ink splatter. Based on the sample evaluation: bd canaan was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. (B)(4) exists to investigate fm on this machine.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black spots were found in the bottom portion of a 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray before use. No injury or medica intervention.